Event description:
It was reported that the patient is deceased. A patient representative indicated that the patient was shocked six times before the patient died. ¿an event/shock occurred after dialysis, the patient reportedly went up the hill two miles and started to get shocks, the dialysis was wearing the patient down. It was the next morning that the patient could not walk. Additionally, it was stated that at an unspecified time the patient was working on the car, there was a fire and when the patient¿s spouse was approaching from the home, the patient had received a shock. The patient¿s son drove the patient up to (B)(6) when they had arrived at the destination the patient was unresponsive and passed away.¿ additional information was requested and yielded no information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.